Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle tip found? In what structure? If it was found, was it retrieved during the same surgical procedure? The tip was searched, but it could not be found. How was procedure successfully completed? The surgery was continued using another package. The following reports were received from the doctor in charge.¿ when the product was used on the dermis, the puncture did not go well, so the opinion is that it was an initial failure of the needle. The possibility of retention in the body is low.¿ the following information was requested, but unavailable: please provide procedure name no further information is available. What was done to locate the needle?, are there any future interventions; including x-ray planned to locate the broken needle tip and remove it? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No further information is available. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No further information is available. What is the most current patient health status and condition? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. During the dermostitch, resistance was felt. When the needle was checked, the needle tip was missing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/28/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and fractographic testing were conducted on the returned device. Upon visual analysis of the returned sample of product code z513g, a fracture was observed at the tip of the needle. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. No conclusion could be reached as to what caused the damage observed on the needle tip. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: in order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle tip found? In what structure? If it was found, was it retrieved during the same surgical procedure? The tip was searched, but it could not be found. How was procedure successfully completed? The surgery was continued using another package. The following reports were received from the doctor in charge.¿ when the product was used on the dermis, the puncture did not go well, so the opinion is that it was an initial failure of the needle. The possibility of retention in the body is low.¿ the following information was requested, but unavailable: please provide procedure name no further information is available. What was done to locate the needle?, are there any future interventions; including x-ray planned to locate the broken needle tip and remove it? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No further information is available. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No further information is available. What is the most current patient health status and condition? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. During the dermostitch, resistance was felt. When the needle was checked, the needle tip was missing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/9/2022. H6 component code: g07002 no device problem found. H3 investigational summary: one empty opened foil, a paper lid and a empty winding former and a needle-suture piece of product code z513g were returned to ethicon for analysis. Visual inspection was conducted on the returned sample. Upon visual analysis of the returned sample revealed that the swage and attachment were noted to be as expected, the needle was examined, and the tip of the needle is not present since was miss-formed. Based on the information currently available, the missing needle tip was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one needle-suture piece of product code z513g was returned to ethicon for analysis. Visual inspection was conducted on the returned sample. In order to evaluate the conditions of the returned sample, the swage, attachment area, and tip needle was noted to be as expected. No missing tip was observed on the needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.